Event description:
It was reported that the patient underwent a surgical procedure to the knee. The incision was closed using dermabond prineo and a hydrofiber dressing. No skin prep materials were used prior to the dressing application. After a few hours, bleeding was noted at the incision line. The physician removed the surgical dressing; nothing it was difficult to remove from the patient's skin. No adhesive removers during the dressing removal. Once the incision site bleeding was stopped, a new hydrofiber dressing was applied. No patient complications were reported as a result of this event.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Should additional info become available, a f/u report will be submitted. (B)(4).